Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted lead will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few weeks ago from the date the manufacturer was made aware.